Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, brown particles in the fill channel, white particles in device inner surface, partial delamination of valve and one curved opening. A microscopic analysis and leak test were performed which identified one opening striated and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side radius assessed as surgical damage. -partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.